Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump was received with cracked battery tube threads, cracked reservoir tube lip and black shadow on the display due to warped/uneven pcb on the lcd board.(B)(4).

Event description:
The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.